Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the right ventricular lead exhbiited high thresholds due to dislodgement. During revision high thresholds were noted in all attempts, the lead was explanted and replaced. The patient was doing well and would be monitored with routine follow ups.